Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the 500 insufflator threads were off. This device was not taken into surgery, so there was no procedural delay or patient impact. Procedure was completed with a competitor product.